Manufacturer narrative:
The complaint device was discarded at the facility and therefore not available for evaluation. The event reported indicates there could have been a potential issue with the omnispan applier and not the associated needle. However, without physically evaluating the devices, the exact failure or the root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Wanting suturing with omnispan, the gun did not work and when forcing the gray trigger, "stole" and it could not be put the suture again. There were no patient consequences, and the procedure was not extended greater than 30 minutes. The following additional information was received from our affiliate via email on 7-21-2015; the surgeon removed part of the meniscus due to this failure. See associated medwatch # 1221934-2015-00896.

Event description:
Wanting suturing with omnispan, the gun did not work and when forcing the gray trigger, "stole" and it could not be put the suture again. There were no patient consequences, and the procedure was not extended greater than 30 minutes. The following additional information was received from our affiliate via email on (B)(4) 2015; the surgeon removed part of the meniscus due to this failure. See associated medwatch # 1221934-2015-00896.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.